Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. At the user facility, the similar event has occurred in the past. The instruction manual states that the external surface of the entire insertion section should be inspected. The user can properly detect the reported event by handling the device according to the instruction manual. In addition, the instruction manual provides warnings about operating the angulation control lever with excessive force and inserting the insertion tube with excessive force. The user can reduce / prevent the occurrence of the reported event by handling the device according to the instruction manual. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the bending tube may have been damaged by the user operating the bending section with excessive force. According to the device evaluation result, the bending tube was damaged. According to the instruction manual, pushing the insertion section with excessive force can damage the bending section. In the past similar cases, the user operated the bending section with excessive force, causing the bending tube to break and stick out of the bending section rubber. According to CAPA-aizu 149-18, the bending tube is broken by the user inserting the device into the lower kidney calyx or ureter with excessive force while the bending section is bent. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. There was a leakage from the bending section rubber. The universal cord was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the bending tube unit was kinked and the metal braid inside was sticking out. There was no report of patient injury associated with the event.